Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head comes off [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via phone on (B)(6) 2016 that the oral-b flexisoft or precision clean brushhead (sensitive clean) came off. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.

Manufacturer narrative:
On 11-jan-2017 product investigation results: reporter returned seven toothbrush heads on 10-jan-2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Brush head comes off [device breakage], no adverse event [no adverse event], product counterfeit [product counterfeit]. Case description: a female consumer of unspecified age reported via phone on (B)(6) 2016 that the oral-b flexisoft or precision clean brushhead (sensitive clean) came off. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.